Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient ((B)(6)) received an scs system including an ipg on (B)(6) 2011. It was reported that the recharge burden for the patient's ipg had steadily increased. Surgical intervention was undertaken on (B)(6) 2011 to explant the device. No further information is available.